Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Bd phoenix nmic/(B)(6). Is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320.

Event description:
Report 3 of 3: it was reported that while using bd phoenix¿ nmic/(B)(6). Patient isolate was misidentified as citrobacter farmeri. Confirmatory testing identified the isolate as e. Coli. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter farmeri and enterobacter cloacae and klebsiella aerogenes as e. Cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213335. The customer did not return panels but provided isolates, phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show isolates identified as e. Coli, c. Farmeri and e. Cloacae when using the complaint batch. To investigate, two retention panels from the complaint batch were tested using customer returned isolate k. Aerogenes n-16 on a phoenix m50 machine and evaluated for identification results. Next, one retention panel from the complaint batch were tested using qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. Last, one control panel from the same material but a different batch were tested using customer returned isolate k. Aerogenes n-16 on a phoenix m50 machine and evaluated for identification results. The four panels tested identified their isolate correctly, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10.

Event description:
Report 3 of 3: it was reported that while using bd phoenix¿ nmic/ID-307 a patient isolate was misidentified as citrobacter farmeri. Confirmatory testing identified the isolate as e. Coli. There was no report of patient impact.